Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported under infusion of maintenance fluids; a primary infusion of 1000 ml was started at 500ml/h; however, it tok 3 hours for the fluid to infuse. There was no patient harm or medical intervention.